Manufacturer narrative:
(B)(4). The facility reported a flo-gard infusion pump which failed to alarm about air flowing through the pump. However, this condition was not confirmed during product evaluation. Therefore, no assignable cause could be provided for the reported condition and no repair was necessary.

Event description:
The facility reported a flo-gard infusion pump which failed to alarm about air flowing through the pump. It is unknown when or in which care setting this event occurred. There was no patient injury or medical intervention necessary. No additional information is available.